Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that during use of this device, this device alarmed 'ventilation system failure'. After restarting this device, it can back to normal use. It was not sure whether mechanical ventilation could not be performed at that time. No patient injury reported. After confirmation, this case had draeger service involved. The local engineer arrived at customer site to inspect this device and found it can operate normally. As analyzed the log file provided, it was found that the device was interrupted several times during operation in vc mode, in the first failure, an alarm: apnea (no flow) (high) was triggered, which indicates there may be leaking between the fan and the vtin flow sensor in breathing circuit. In the second failure, while the device is still under operation, both vtin and vtex drop down to 0 synchronously, peep also drops to 0. Which indicates leakage point at following position: e.g. Safety valve, electric drive peep valve. There were maybe leakage inside the breathing system, on site engineer are suggested to run ventilation test via hit, to confirm the exact leakage point. Leakage could be caused by multiple reasons: dirt, inappropriate assemble, deformation of the valve disc..., replacing related parts or re-assemble could be tried. Based on findings, this issue maybe caused by the operators were not strictly follow the IFU to do the self-test properly, besides, the connection of o2 concentration measurement part(xgm) was not proper, which seems possible cause the failure, recommend the customer to contact draeger service engineer to inspect this device based on this sugesstion. Draeger will keep monitoring relevant issue. The device is designed to allow the user to manually ventilate the patient using the built-in breathing bag, including gas dosing, which is available even when it shut down, allowing the user to continue to ventilate the patient manually.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will add it in our follow-up report.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that during use of this device, this device stopped ventilation and alarmed 'ventilation system failure'. After restarting this device, it can back to normal use. No patient injury reported. After confirmation, this case had draeger service involved. The local engineer arrived at customer site to inspect this device and found it can operate normally, no further issue occurred. As analyzed the log file provided, it was found that there are maybe leakage inside the breathing system, on site engineer are suggested to run ventilation test via hit, to confirm the exact leakage point. Leakage could be caused by multiple reasons: dirt, inappropriate assemble, deformation of the valve disc... Replacing related parts or re-assemble could be tried. Recommend the customer to contact draeger service engineer to inspect this device based on this sugesstion. Draeger will keep mointoring relevant issue. The device is designed to allow the user to manually ventilate the patient using the built-in breathing bag, including gas dosing, which is available even when it shut down, allowing the user to continue to ventilate the patient manually.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.